Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2019-nov-19. It was reported that the rep did not know the cause of the ins heat sensation and the related symptoms. Also, the rep didn't know the cause of the ins pushing out of the patient¿s skin and the device sitting at an angle. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain and post lumbar laminectomy syndrome. It was reported that when the patient was reaching for a towel to his back when his arm bumped the implantable neurostimulator (ins) battery site on the left side. In result, the patient felt shocking and jolting sensations. The rep also reported that the patient felt fire at the ins site, their skin was hot and warm to touch and about 10-12 inched away from the side of the ins felt cool. This hot and warm to touch was noted to be new, the ins site skin looked red, the ins was pushing out of the skin and it was not lying flat, and the top of the ins was sitting up at an angle. The stimulation was turned off and the patient continued to feel the same but better with the belt pressing against the ins. It was noted that the healthcare professional (hcp) was aware of the ins site feeling irritated and the scratching, but not the burning sensation; cortisone cream was recommended. The caller declined to charge the ins and turn stim on to check for an electrical short. In the end, it was re ported that the ins was replaced on (B)(6) 2019. There were no further complications reported or anticipated.